Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6) section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had 3 scratches in the peripheral zone of the optic. This was noticed after implantation. There was a little friction while advancing the iol, but the doctor did not notice any abnormalities during inspection. After insertion of the lens, they noticed the scratches and for now the lens remains implanted. The patient is doing fine so far, no complications. No further details were provided.